Event description:
The manufacturer received information alleging the active exhalation verification testing had failed during a final test that was performed on the trilogy ev300 device. There was no harm or injury reported. A service call was placed to the philips helpdesk for this issue. A phillips representative assisted the customer with this issue. The customer informed the philips representative that the "internal flow sensor" allegedly caused the issue. The customer was provided a service quote for service for this issue. The customer informed the philips representative that they are "checking if this repair can be done internally, if not we will be reaching out to" philips. The customer cancelled the service quotes and call for this issue.